Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Onsite investigation included evaluation of the foot switch and generator. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.